Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set was fell off during use 23-may-2024. The blood gluscose level was 280-300mg/dl at the time of event. No further information available.